Event description:
Caller reported a malfunction on the pump that resulted in the customer's blood glucose reaching between 450-500 mg/dl, exceeding 500 mg/dl. Customer required assistance from a nurse for managing blood glucose levels with a correction injection via multiple daily injections (mdi) and was in the hospital for a non-pump-related issue. No injuries or ketones were reported. The pump was replaced to resolve the issue, and the customer will use multiple daily injections (mdi) as a backup therapy until the replacement arrives.